Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted. This submission is being made after a two year retrospective review was conducted as part of a response to an FDA 483.

Event description:
It was reported that a proultra sine tip broke during use; no injury resulted.